Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/22/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (serial number (B)(4)/lot number 5211691) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. The reported event of a loss of connection was not confirmed. A root cause could not be determined. Please note that the product that was returned is not the complaint device.